Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a fluid spill within their orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report a fluid spill within their orthopat machine. No donor or operator injury or reaction was reported. Upon evaluation of the device confirmed the reported fluid spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).